Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR (3004753838-2019-032896) was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.